Manufacturer narrative:
(B)(4).

Event description:
It was reported that a right ventricular (rv) lead was found to be fractured. A surgical revision was performed to implant a new lead. The lead was later explanted. No additional adverse patient effects were reported.